Event description:
The account generated falsely elevated architect ca19-9xr results on a patient , ID (B)(6). On (B)(6) 2013, the patient tested architect ca19-9xr of 60.1 u/ml (lot 18262m500). The same sample was repeated on the same analyzer with the same reagent with architect ca19-9xr of 58.1 u/ml. The same specimen was sent to another lab with architect ca19-9xr of 37 u/ml. The sample was then repeated at the account on another analyzer and reagent (lot 21121m500) with architect ca19-9xr of 23.1 u/ml (08mar2013), which was thereported result and architect ca19-9xr of 24.0 u/ml ((B)(6) 2013). The account uses a normal reference range for ca19-9 of 0 to 37 u/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: the full patient ID is (B)(6) which did not fully fit in the space provided. (B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The investigation team reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. The review of this data did not identify an increase in complaint activity related to the issue reported for this lot number. To further investigate, the investigation team performed testing to evaluate the accuracy of the reagents using an internal panel. The results met testing criteria. Also, an abbottlink analysis was performed to evaluate the median patient results for each reagent lot from june 2012 to april 2013 to determine if a positive bias is observed for any reagent lot. It is concluded that reagent lot 18262m500 read patient results consistently. In addition, inspection of the instrument identified several parts that required replacement. The patient was not re-tested after replacement of the parts. Based on this investigation, it is concluded that the architect ca 19-9xr assay is performing acceptably. No deficiency was identified.